Manufacturer narrative:
Date sent to FDA: 9/5/2019. Corrected information: manufacturer site. Additional event narrative: it was reported that the patient experienced pain after the procedure.

Manufacturer narrative:
Patient code: 3189- surgical intervention. It was reported that the patient experienced abdominal pain , recurrent hernia, adhesion. It was reported that the patient underwent mesh revision on (B)(6) 2018.

Manufacturer narrative:
Date sent to FDA: 4/21/2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.